Event description:
The lens was found damaged after the insertion into the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See mdr1920664-2008-00349 for the intraocular lens used with this delivery device.